Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0001822565 - 2021 - 03558.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0001822565 - 2021 - 03558.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised 5 days post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.